Event description:
The information received from the field indicated that the patient had a trapease inferior vena cava (ivc) filter fracture that was noted to be fractured approximately eighteen months after implantation. The physician reported that the fracture was believed to be possibly due to the pulsation of the highly calcified aorta and curved spine rubbing against the filter. The ivc filter was implanted due to a deep vein thrombosis (dvt) and had a contraindication to anticoagulation due to ovarian cancer. Films have been received. Additional information has been requested. There was no adverse event or patient problem reported due to the product issue.

Manufacturer narrative:
The device remains implanted in the patient and is not available for inspection. Complaint conclusion: the information received from the field indicated that the patient had a trapease inferior vena cava (ivc) filter fracture that was noted to be fractured approximately eighteen months after implantation. The ivc filter was implanted due to a deep vein thrombosis (dvt) and had a contraindication to anticoagulation due to ovarian cancer. There was no reported adverse event or patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The physician reported that the fracture was believed to be possibly due to the pulsation of the highly calcified aorta and curved spine rubbing against the filter. The device remains implanted in the patient and is not available for inspection. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Review of the picture obtained from the account shows a highly calcified and tortuous aorta along with a trapease filter containing multiple fractures. Factors that may have influenced this event include the presence of scoliosis and osteophytes along with a highly calcified and tortuous aorta, which may be putting stress on the filter. Please note that this is the initial/final report for this product.